Manufacturer narrative:
(B)(4). Date of procedure estimated. Date of implant estimated. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The lot history record for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that this was a general complaint. It was reported that the account experienced general difficulties with getting the stent delivery system through the standard 6f introducers unless it is not a braided 6f sheath. Resistance was also felt with the sheath during removal. The devices were used successfully to complete the procedures. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.